Event description:
A clinical director reported that a pt who had undergone bilateral lasik was noted on the first day post-op to have dlk (diffuse lamellar keratitis) and/or excess corneal edema (resolving) in both eyes. The steroid drops were increased in frequency. By the third post-op day, it was determined to be dlk, and it had resolved. This report concerns the pt's right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).